Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) remained flat when pushed. The patient presented at the clinic and in-clinic troubleshooting did not resolve the issue. The entire device was removed and replaced. Testing of the device upon explant did not identify any performance anomaly. No patient complications were reported.